Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 10-nov-2024, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 28-jan-2025, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced new pain unrelated to their baseline condition and underwent a device revision.  Patient stated that they had a lumbar fusion and the older unit wasn't working so they put a new one in with a new style and a couple of new leads. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: analysis of the ins, model [97715], s/n [(B)(6)], revealed the implantable neurostimulator (ins) passed functional testing. Analysis of the lead model 977a260, s/n (B)(6) revealed that the #1 and #7 conductor(s) were broken; 26 cm from the distal end of the lead. Analysis of the lead model 977a260, s/n (B)(6) revealed that all the conductor(s) were broken; 20.9 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.